Event description:
It was reported that the radio-frequency (rf) head would not establish telemetry. It was further reported the rf head would not interrogate a device when trying to program pre-implant. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of interrogation issues. Moving the programmer rf (radio-frequency) head cable caused intermittent telemetry. The cable was found to have a "nick" in the jacket. The rf head label was also noted to be missing the backing. (B)(4).